Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was taking medication for peritonitis. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis on (B)(6) 2016. The patient was hospitalized from (B)(6) 2016. The organism was gram positive cocci enterococcus and the cause of peritonitis was constipation.

Manufacturer narrative:
The liberty cycler was not received or replaced for the alleged event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Patient code: 1721, 3191 (severe protein calorie malnutrition). Medical records did not contain dialysis treatment records, progress notes, physician orders, medication records or additional laboratory results for review. There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Event description:
The following is from medical records provided by the patient's treatment facility. On (B)(6) 2016, the patient presented to a hospital with abdominal discomfort, ¿feeling poorly¿, abdominal pain, with effluent becoming increasingly cloudier. The patient was admitted to the hospital and diagnosed with enterococcus peritonitis, non-sustained ventricular tachycardia, and severe protein calorie malnutrition. On an unknown date during the admission, the patient was initiated on vancomycin and gentamicin via ip route for a six hour dwell (dose regimen not reported). During the hospitalization, the patient continued pd therapy.